Event description:
A surgeon reported a pt experiencing glare and seeing starbursts approx three weeks following intraocular lens (iol) implant surgery. The pt was treated with medication. The surgeon stated that he "has no complaint about the lens itself". No further info is expected.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested and received. No further info is expected. (B) (4). (B) (4). (B) (4).